Event description:
It was reported by a field service tech that the handpiece ran on its own while the equipment was being tested during an on-site maintenance visit at the account. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, but based on the quality investigation details the reported condition of the device running on its own could not be duplicated. Service will complete any necessary preventative maintenance, and the product will be returned to the customer.